Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a motor error alarm and a no delivery alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 509 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarm on (B)(6) 2015 and no motor position encoder error alarm. Insulin pump would be replaced per customer's request.